Event description:
Ureteral obstruction noted by flank pain and fever and increased serum creatinine.

Manufacturer narrative:
The reporter notes that the relationship of the adverse event to the injection procedure is probable and that the relationship of the adverse event to the device is possible. The reporter also noted that scar tissue from previous procedures likely contributed to obstruction.